Event description:
An authorized distributor reported that in the middle of an unspecified procedure, a facility saw on display, a light handpiece indicator and then the cusa excel 36khz straight handpiece (c2602) stopped working. There was no adverse consequence to the patient; however, there was surgical delay of approximately 30 minutes to change the handpiece. Surgery was continued with the new handpiece. The final user (hospital name): (B)(6) hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the transducer was found to be outside specification and had to be replaced. The calibration and the final test according to the manufacturer¿s specifications was successfully performed. Root cause - the root cause was confirmed as transducer delamination because of transducer braze degrading in the field. Corrective action was raised and subsequently implemented in march 2023. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.